Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach was further described as touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with unspecified antibiotics (intraperitoneal, dose, frequency, and duration not reported) for the event. Twenty one days later, the patient recovered from the peritonitis event. Twenty-seven days later, the patient experienced recurrent peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized on the same date. The patient was treated with unspecified antibiotics (route, frequency, dose, and duration not reported) for the recurrent peritonitis. On an unknown date, the patient discontinued peritoneal dialysis and began hemodialysis due to the peritonitis. At the time of this report, the patient remained hospitalized and hemodialysis therapy was ongoing. The patient had been retrained on aseptic technique. The patient recovered from the recurrent event of peritonitis. No additional information is available.